Event description:
Information received indicates the bed will not go into the chair position, there is no hi/low up, no head up and no knee up functions.

Manufacturer narrative:
The technician isolated the issue to sticking valves. He replaced the hi/low up, head up and knee valves to repair the bed.